Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery due to a significant perivalvular leak. The health-care provider also indicated that this event was also due to patient related factors and not a device malfunction. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: based on the operative report received on (B)(4) 2012, the native valve was excised and the annulus was debrided. A 23mm edwards (subject) valve was seated without difficulty and sutures were tied. The valve was inspected to make sure that it was well seated and the coronary ostia were clear. Once the surgeon was satisfied, the aortotomy was closed. The patient was weaned from cardiopulmonary bypass without difficulty. With the cannula is still in place, a tee showed what appeared to be a bigger perivalvular leak. The surgeon elected to go back on pump and inspect the valve and re-replace it. The previous aortotomy was reopened and the surgeon inspected the valve. The surgeon could not tell where the leak was and on tee, it appeared to be coming from noncoronary sinus, but the surgeon was unable to see where the leak was. The surgeon then elected to proceed with removing the valve and putting a new one in. A new 23mm edwards valve was seated without difficulty. Once the surgeon was satisfied once again that the aortic valve was well seated and that the coronary ostia were clear, the aorta was closed. The patient was weaned from bypass and tee showed no evidence of perivalvular leak. The patient was brought to the intensive care unit in satisfactory condition. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was discarded by the hospital; therefore, the valve could not be assessed for any malfunctions or deficiencies. The op report was also requested, however, it has not been provided. The device history record (DHR) review is currently in process.